Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ plaintiff claiming pain- pelvic') and genital haemorrhage ('plaintiff claiming bleeding- gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (batch no. D13381) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("plaintiff claiming pain- pelvic/abdominal"), hypersensitivity ("plaintiff claiming allergy- other"), psychological trauma ("psych injury related to essure"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2015. The plaintiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, psychological trauma. Discrepancy noted plaintiff claim did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number added. Events vaginal bleeding, menorrhagia, anxiety / mental anguish, depression added. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ plantiff claiming pain- pelvic') and genital haemorrhage ('plantiff claiming bleeding- gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("plantiff claiming pain- pelvic/abdominal"), hypersensitivity ("plantiff claiming allergy- other") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008, (B)(6) 2015. The plantiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: incident category updated. Patient details, product indication updated. Insertion and removal date updated. Events added- abdominal pain, genital haemorrhage, hypersensitivity, psychological trauma. Outcome of events ¿pelvic pain, abdominal pain, genital haemorrhage, hypersensitivity¿ updated to ¿recovered / resolved¿. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ plantiff claiming pain- pelvic') and genital haemorrhage ('plantiff claiming bleeding- gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("plantiff claiming pain- pelvic/abdominal"), hypersensitivity ("plantiff claiming allergy- other") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008, (B)(6) 2015. The plantiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.